Event description:
Additional information received indicated that the electrocardiogram (ECG) following the valve implant indicated a pr interval of 0 milliseconds (ms), a qrs duration of 153 ms, and a mean heart rate of 78 beats per minute. The heart monitor identified the asystole which lasted 12 seconds. The event required hospitalization for the pacemaker implanted. The patient was discharged 2 days following admission.

Manufacturer narrative:
Continuation of d10: product ID l-evproplus-29us; product lot/serial number unknown; product type: loading system; implant date na; explant date na product ID d-evproplus-29us; product lot/serial number unknown; product type: delivery system; implant date na; explant date na updated/corrected data: a1, b2, b3, b5, b7, d10, g1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5, h6 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was first admitted to the hospital with syncope nine days following the valve implant procedure. Computed tomography (CT) chest x-rays and brain magnetic resonance imaging (MRI) showed no acute findings or abnormalities. Per the physician, the syncope episode was not related to the valve nor the valve implant procedure. The syncope episode resolved three days after onset when the patient was discharged from the hospital. One day after discharge, the patient was readmitted for asystole with syncope. The permanent pacemaker was implanted, and the event resolved two days after onset. The patient was discharged three days after admission. Per the physician, the asystole with syncope event was not related to the valve but was related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the 2-hour electrocardiogram (ECG) showed atrial fibrillation (afib) with left bundle branch block (lbbb) and right bundle branch block (rbbb). Thirteen days following the implant of the valve, the patient was admitted for syncope. Heart monitor showed asystole. ECG showed afib and lbbb. Subsequently, permanent pacemaker implanted fourteen days following the implant of the valve. No additional adverse patient effects were reported.